Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Healthcare professional reported a left side deflation and "the patient was found to have a tight inferomedial capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folds, wear abrasion, white particles in device inner surface and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as an unidentified (tear) opening. The reason for reoperation was deflation and capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reports "tight inferomedial capsular contracture", baker grade unspecified.